Event description:
This device was originally returned as a product repair with a stated problem of "e6 error", motor failure. During the investigation of this problem, the hand piece became very hot. Since the MFR has had reports of overheating handpieces causing burn this incident is being reported as an MDR reportable event.